Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call they experienced high blood glucose level. The blood glucose of the customer was within 380 mg/dl to 452 mg/dl. The customer was treated with manual injection and insulin pump for high blood glucose level. The customer declined troubleshooting for high blood glucose level. Customer was not using auto mode feature of insulin pump. The customer did not experienced any other symptoms. The insulin pump will not be returned for analysis.